Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, resulting in no recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue arises again.